Event description:
The manufacturer received information alleging that the airflow was different from the usual one. A sales representative replaced the device. There was no harm or injury reported. The device was received and evaluated by the manufacturer. The device failed for the flow test as the flow was higher than the allowable value. The sensor pca will be replaced to address the issue.